Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not conclusively be established. The heartmate ii IFU lists stroke and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. Additionally, the heartmate ii IFU lists driveline, pump pocket, and local infection as adverse events that may be associated with the use of heartmate ii left ventricular assist system. Care instructions in regards to preventing infection are outlined in various sections of the hmii lvas IFU. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient was admitted on (B)(6) 2017 with worsening (B)(6). Driveline drainage which led to septic shock. The patient suffered a hemorrhagic stroke during hospitalization. Support was withdrawn and the patient expired on (B)(6) 2017. No further information was provided.